Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however lead was stretched, apparent explant damage noted, and blood noted on all conductors (not obstructed); full lead returned and analyzed.

Event description:
It was reported that while placing a new right ventricular pace/sense lead the left ventricular lead dislodged. This lead was explanted and replaced. No patient complications have been reported as a result of this event.